Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an srom stem and asr construct implanted some time ago in (B)(6) by the surgeon. It is unknown the exact date. The patient presents in the or today with significant metalosis in his left hip after living for some time with pain likely associated with the mal-positioned asr hip. The asr cup construct was removed and a pinnacle revision cup with dome and peripheral screws was placed. The srom stem was retained in the femur and a metal 36 head was implanted. The bearing is now a metal on poly construct. Doi: unknown; dor: (B)(6) 2020; affected side: left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.